Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to interrogate. It was indicated that the radiofrequency head connector of the printed circuit board was loose. The board was replaced and recalibrated. The programmer's hard drive was reconfigured and loaded with updated software. Analysis was unable to confirm the comments regarding the programmer's performance. No suspicious errors were found in the log. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had intermittent failure to interrogate devices. It was also reported that the programmer frequently freezes during report formatting, and that the programmer's software was corrupted. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.